Event description:
It was reported by the patient (pt) that after the intraocular lens (iol) was implanted in the right eye (od), vision was clear, but metamorphopsia was experienced. Objects appeared ¿bulging,¿ looking closer and larger than they really were. Visual issues were first noticed the day after surgery, including varying sizes of waves in horizontal and vertical lines. The pt had no metamorphopsia prior to the initial surgery. The pt noted a large increase in floaters from what previously existed and other issues noted were ¿excessive blue shift¿ and overall look of an acrylic lens versus glass. The surgeon had difficulty removing the cataract and a non-johnson and johnson capsular tension ring was implanted. The pt reported no capsule tear. The surgeon determined that the zonules were too weak to support the bag in the pt¿s large eye, so the surgeon placed the iol in the ciliary sulcus. The iol ¿slipped¿ in the eye, noted on (B)(6) 2021, but no attempt was made to reposition it. The iol was explanted by a retina specialist (rs), who took over when it was decided a vitrectomy was needed. A non-johnson and johnson lens (model cz70bd, 10.0 diopter) was placed. The capsular tension was not removed. During the explant surgery, the rs used ¿the laser¿ on the retina in a few outer locations to ensure that the retina would not tear or detach. The pt has a history of epiretinal membrane (erm), which is ¿completely stable¿ with no changes. The rs thought the visual issues after surgery were due to the erm, however, did not know how or why the metamorphopsia was produced. The pt also has a history of one small outer retinal tear in the od, which was repaired via laser some years ago. The pt has follow-up visits in (B)(6) 2022 and (B)(6) 2022. No additional interventions are planned. No additional information was provided.

Manufacturer narrative:
Concomitant medical product: capsular tension ring - bausch & lomb, model: ctr12r, serial number: (B)(4). (B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.